Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. The blood glucose was 216 mg/dl at the time of the incident. The insulin pump was not delivering insulin. The customer¿s current blood glucose was 600 mg/dl. The customer reports the following symptoms related to their high blood glucose was thirsty, tired. The drive support cap appears normal. Customer did not want to troubleshooting further after he pushed the air bubbles out through a manual prime and then was able to see insulin coming out of it. Customer had to disconnect call and leave as he was at work. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.